Event description:
Caller reported that the insulin gauge on the pump displayed an amount different than expected, indicating a discrepancy in fill estimates despite completing necessary preparation steps. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on proper use of cartridges and guided them through loading a new cartridge, but due to persistent issues with displayed insulin levels being less than expected, cts decided to replace the pump. Customer will use multiple daily injections as backup therapy and received instructions for returning the problematic pump with a prepaid label.